Event description:
The customer reported that they were unable to get the hour glass to come up during op check. No pt harm occurred.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.